Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red attachment to hold on the femoral cutting block tip broke.

Manufacturer narrative:
The complaint states the red attachment to hold on the femoral cutting block tip broke. This complaint relates to the trigger on the distal femoral jig breaking. Review of the returned product confirmed the breakage. Previous investigations into similar complaints have not identified any manufacturing deficiencies. The risk management (dva-(B)(4)) for this instrument assessed the risk associated with the hazard of the trigger breaking or cracking and determined that there was only a remote chance of this resulting in a surgical delay or any patient harm. This correlates with this and similar previous complaints where no patient harm was reported. Due to the lack of any patient harms associated with this failure mode, no further action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.